Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was initiated as part of the investigation. It was reported that the behavior was the intended functionality of the software as the exams were not to protocol. Other relevant device(s) are: product ID: 9733467, serial/lot #: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon's tracer registration was flipped by 90 degrees. The surgeon traced on the eyebrows, the pattern was showing vertically. The site confirmed the image did not include the nose and forehead and had very little anatomy. The site will continue the case by attempting a point merge registration. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional information received from a manufacturer representative indicated the scan was not performed within the navigation system protocol. The procedure was completed without the use of navigation.